Event description:
It was reported the device system was explanted due to infection. Review of mfg database revealed the patient was reimplanted 3 weeks later. No further patient complications were reported as a result of this event. It was also reported there had been a questionable loss of atrial capture, high threshold, and sensing issues. Reprogramming had been done.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found.